Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was identified based on sample evaluation; the penetration depth marker appeared to be detached from the device. It was further identified that a crack was noted to the depth adjustment plate. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one marquee disposable core biopsy instrument was evaluated. During visual evaluation, the device appeared to have residue throughout and also device's penetration depth marker appeared to be detached from the device and was not returned. Also, a crack was noted to the device's depth adjustment plate. Upon functional testing, the returned device's needle was not noted to be dull at the distal end. Therefore, the investigation is confirmed for the reported break as the penetration depth was noted to be broken from the received device and also the investigation is confirmed for the reported crack as a crack was noted to the returned device's depth adjustment plate. A definitive root cause for the alleged break and crack issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was identified based on sample evaluation; the penetration depth marker appeared to be detached from the device. It was further identified that a crack was noted to the depth adjustment plate. There was no reported patient injury.